Event description:
Customer has been getting readings with his ibgstar in the 500's and as high as 600. He does not feel comfortable using the meter. Customer reports that he has been having very high readings and therefore taking higher doses of his novolog and lantus. He has had one episode of hypoglycemia. He is on dialysis and the glucose testing done there had not indicated elevated blood sugar readings.

Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided. Novolog and lantus insulin may have contributed to the patient's hypoglycemia.